Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site, and the ipg was warm and loose in the pocket. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket revision and ipg was explanted and replaced. Effective therapy was restore post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.